Manufacturer narrative:
An event regarding insert wear involving a scorpio insert was reported. The event was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review by a clinical consultant noted: x-rays document implantation of scorpio total knee components with the femoral component over-sized and protruding beyond the femur on both anterior and posterior side. Additionally, the joint line is oblique with some 4° difference between horizontal and joint line and moderate varus deformity on the standing long leg x-ray. Extensive heterotopic ossifications are present in posterior, medial and lateral knee capsule and collateral ligaments. A further issue, caused by the same excessive femoral component size, is an increase in the posterior femoral condylar offset, contributing to stiffness problems in the posterior knee compartment, especially in flexion. This may contribute to pain as well but also be the root causal factor for the patient¿s limitation in knee flexion. Both prior as well as post revision, knee flexion was limited to 100° which is consistent with such a type of problem. No explants are available to document the degree of poly wear as reported during revision surgery although the current findings indicate this poly wear quite likely is secondary to component oversize and abnormal biomechanics in the knee joint device history review: a device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the reported lot. Conclusions: a review by a clinical consultant concluded: oversizing of the femoral component has caused a stiff knee capsule with limitation in knee function and development of ho. The stiff knee joint with mild varus deformity and oblique joint line contributes to overload in the bearing area which may cause additional poly wear, consistent with all findings reported. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Patient suffered from knee pain since (B)(6) 2014. X-ray showed probable wear of the inlay. (B)(6) 2016 replacement of the pe inlay. Patient is now well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient suffered from knee pain since (B)(6) 2014. X-ray showed probable wear of the inlay. On (B)(6) 2016 replacement of the pe inlay. Patient is now well.